Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The medtronic field service engineer (fse) evaluated the ventilator and found relevant diagnostic codes. The fse ran testing on the ventilator but was unable to duplicate the error codes. The ventilator passed all testing per manufacturing specifications and was returned to the customer. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator went into back up ventilation (buv) mode. The patient was not harmed or injured as a result of the reported event.